Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead underwent surgical revision for repositioning due to lead dislodgement and loss of capture (loc). No additional adverse patient effects were reported.